Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a haptic jammed and detached in the tip of the injector as the lens was being implanted. The lens was stabilized and left in the capsular bag. The iol decentralized slightly without affecting the patient's vision. The lens remains implanted without patient harm. Additional information was requested.

Manufacturer narrative:
The device was not returned to the manufacturing site. Five photos were provided of the device. The first three show the device from three sides showing the different parts of the label. The plunger can be observed to be oriented correctly. The plunger has been advanced outside the tip of the device. The fourth and fifth photo show the nozzle and tip. A broken haptic can be observed on the left side in the plunger groove. It appears the distal portion of the haptic is oriented toward the loading area. This cannot be definitively determined due to the quality/size of the photos. Based on review of the photos the trailing haptic was broken. The position of the haptic would indicate was extended back, not in a proper position for advancement per the diagrams in the dfu. The root cause for the misfolded haptic cannot be determined from the photographs. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).